Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a sacral neuromodulation (sns) implant in (B)(6) 2009 and at that time the voltage was set at 3.0v and the mode was on cycling. It was reported that the patient had a reposition of the implant in (B)(6) 2011 and the voltage had been turned up to 4.2v and was working very effectively. The patient status was reported as alive with no injury. Additional information received reported that the implant was repositioned because the patient was experiencing pain at the pocket site and the implant was potentially moving in the pocket which could be common with these devices. It was noted that the consultant repositioned that device and that the implant was more stable in the pocket and the pain had disappeared. It was reported that the patient had good symptomatic benefit.